Event description:
It was reported that a pusher wire break occurred. A .035 interlock cube 8mm x 20cm was selected for a iliac artery embolization procedure. The coil was able to advance through the 4f catheter but the coil failed to deploy. The pusher wire broke as a result of force used by the physician. The procedure was completed with another of the same device. There were no patient complications.